Event description:
It was reported that the needle was too blunt and broke with a bd¿ blunt fill needle. The following information was provided by the initial reporter: there has been a lot of product concerns lately regarding the blunt fill needle 18g vmid 305180. In many instances, the needle was too blunt and it broke while trying to puncture the rubber of a vial. I have not been able to identify if it is coming from a single batch, but the product concerns are coming mostly from iha and at the time, iha mentioned lot# 8173882. I have also confirmed that there are more incidents than reported below but end users are so busy that they might just chuck the defective product and use another one. I think it might have to do with using the blunt needle properly because it¿s weird the incidents are from iha only.

Manufacturer narrative:
Investigation summary: five (5) samples were received at bd on (B)(6)2019 for investigation in unopened blister packs. Visual inspection was performed using 10x magnification. The samples are not bent and no defects were observed. There was no damage; the bevels and etch were good. Additionally, no defective grind or hooks were noted. Based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle was too blunt and broke with a bd¿ blunt fill needle. The following information was provided by the initial reporter: there has been a lot of product concerns lately regarding the blunt fill needle 18g vmid 305180. In many instances, the needle was too blunt and it broke while trying to puncture the rubber of a vial. I have not been able to identify if it is coming from a single batch, but the product concerns are coming mostly from iha and at the time, iha mentioned lot# 8173882. I have also confirmed that there are more incidents than reported below but end users are so busy that they might just chuck the defective product and use another one. I think it might have to do with using the blunt needle properly because it¿s weird the incidents are from iha only.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was too blunt and broke with a bd¿ blunt fill needle. The following information was provided by the initial reporter: there has been a lot of product concerns lately regarding the blunt fill needle 18g vmid 305180. In many instances, the needle was too blunt and it broke while trying to puncture the rubber of a vial. I have not been able to identify if it is coming from a single batch, but the product concerns are coming mostly from (B)(6) and at the time, (B)(6) mentioned lot# 8173882. I have also confirmed that there are more incidents than reported below but end users are so busy that they might just chuck the defective product and use another one. I think it might have to do with using the blunt needle properly because it¿s weird the incidents are from (B)(6) only.